Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on may 24, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the gel implant textured 400cc was found to have an area of missing material on the anterior view measuring approximately 3 x 2 cm and a tear (a) also on the anterior view within an area of siltex cracking, measuring approximately 8 cm. In addition, a second tear (b) was found on the posterior view within an area of siltex cracking, measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the missing material, and the cause could not be identified. Although no conclusion could be reach on the cause of the missing material, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The evaluation determined that the possible cause of the tear a and b is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 24, 2024 indicated that the patient was 68 years old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 16, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the gel implant 400cc was found to have an area of missing material on the anterior view measuring approximately 3 x 2 cm and a tear (a) also on the anterior view within an area of siltex cracking, measuring approximately 8 cm. In addition, a second tear (b) was found on the posterior view within an area of siltex cracking, measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the missing material, and the cause could not be identified. Although no conclusion could be reach on the cause of the missing material, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The evaluation determined that the possible cause of the tear a and b is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with unknown mentor silicone prosthesis experienced bilateral silent rupture post procedure. As a result, patient underwent bilateral removal without replacements on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
Per received of the device and investigation, it was noted that the devices were unknown mentor gel textured implants. Manufacturer¿s reference number: (B)(4).